Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
Journal article received: systematic effects of surgical treatment of hip fractures: gliding screw-plating vs intramedullary nailing; verettas da, ifantidis p, chatzipapas cn, drosos gi, xarchas kc, chloropoulou p, kazakos ki, trypsianis g, ververidis a; injury 2010 mar; 41(3):279-84; reported: patients mean age 81.03, 15 male, 45 female were treated for intertrochanteric fracture. Of 60 participants in the study who received synthes dynamic hip screw (dhs) treatment, 51 had one or more unspecified concomitant disease. This report is for two patients who were treated with an unknown dynamic hip screw and experienced cardiovascular complications. This report is 1 of 2 for complaint (B)(4).